Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER). At the ER the device was interrogated. Technical services reviewed and advised the ICD delivered three inappropriate shocks due to an atrial driven rhythm. Inappropriate therapy delivered did convert the atrial arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.